Manufacturer narrative:
The reported complaint was confirmed. The electronic patient gas system (epgs) was exhibiting symptoms consistent with the referenced recall. The epgs was moved to service to have the flowmeter replaced and brought back to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed through pictures and video provided. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This occurrence was found while re-checking the unit since the error had happened during setup of the device for a cardiopulmonary bypass (cpb) procedure the day before. A "cal err zero flow high before cal" error message appeared on the auxiliary tab on the central control monitor (ccm). This complaint is related to (B)(4)/ medwatch #1828100-2019-00573.

Event description:
It was reported that during the use of the device for a non-clinical activity, the electronic patient gas system (epgs) could not be calibrated. There was no patient involvement.